Event description:
It was reported that the device failed when turned on. The device was removed from the box, battery inserted, and the screen turned on; however, there were contrast variations in vertical lines across the screen, lighter then darker. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.